Event description:
It was reported that during the procedure in the heavily tortuous and heavily calcified mid left anterior descending artery, the xience v stent system was advanced after multiple pre-dilatations. The stent system would not advance and the physician pushed and pulled using excessive force. During withdrawal of the stent system, the stent dislodged in the non-abbott guide extension catheter. When the guide extension was removed from the anatomy, the entire stent remained partially contained within the extension catheter. No further treatment was performed and there was no adverse patient effect. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Furthermore, stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. Reportedly, the stent dislodged in the guide extension catheter during removal of the stent delivery system (sds). It is likely that during attempted advancement, the stent was loosened and became disrupted on the balloon due to an interaction with the difficult lesion, such that upon withdrawal, the stent dislodged in the guide extension catheter. Since there was no note of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the difficulties experienced. Based on the information provided, the lesion was heavily tortuous and heavily calcified, which likely contributed to the difficulty crossing and subsequent stent dislodgement. Additionally, it was reported that force was applied when the sds would not advance. It should be noted that the xience v instructions for use cautions the user that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. To ensure this type of occurrence is not a result of a potential product deficiency, all products are 100% visually inspected online for stent damage, stent placement and dimensionally inspected to verify the crimped stent outer diameters. Further, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The reported failure to advance and stent dislodgement appear to be related to circumstances of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.